Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from saudi arabia that the battery reamer/drill device stopped working. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, : the device serial number was reported as (B)(6) .1 in the initial medwatch report. The correct serial number (B)(6) has been obtained and corrected accordingly. Therefore, UDI ¿ (B)(4). Additional information: b3: during subsequent follow-up with the customer additional information was obtained. The reporter stated that the machine suddenly stopped once and for all and this happened on january 26, 2020. G1, h4: the date of manufacture and manufacture site name and address were documented as unknown in the initial report. The date of manufacture and manufacture site name and address have all been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the battery reamer/drill device would not run and the motor was damaged, and the trigger was not moving smoothly. It was noted that the gearbox was dirty and there was water in the gearbox. It was further determined that the device failed pretest for check power at the motor with test bench, function test ¿forward¿ and ¿reverse¿, check cannulation, and trigger test. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.